Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the severely calcified and moderately tortuous forearm vessel. A 5.0mm x 40mm, 75cm mustang balloon catheter was advanced to the target lesion. The balloon was inflated at 10 atmospheres on the first and second inflation. However, the balloon ruptured at 14 atmospheres on the third inflation. The procedure was completed using another with same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).